Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicating that the patient was hospitalized for infected scrotum wound, septicemia, and respiratory failure with intubation. The patient was given medication and has recovered. The product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information indicates that the source of the infection was not known. The product remains implanted.